Manufacturer narrative:
The acucare hfnc nasal cannula was not returned to resmed for an extensive engineering investigation. A photo of the hfnc product confirmed the reported torn tubing. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported torn tubing was most likely due to the overall membrane thickness of the product. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an acucare high flow nasal cannula tore and the patient desaturated as a result of the leak.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an accurate high flow nasal cannula tore and the patient desaturated as a result of the leak.